Event description:
It was reported that the 9800 system had a charger failure error message during a case. Also, two cine runs were washed out when trying to view subtraction. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was re-tapped during the service call. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.